Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode. The physician requested to have technical service (ts) review device disk analysis. Ts provided recommendations to replace the device in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was found in safety mode. The physician requested to have technical service (ts) review device disk analysis. Ts provided recommendations to replace the device in the near future. The device remains implanted. No adverse patient effects were reported. New information was received advising that the pacemaker device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and/or while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker device was found in safety mode. The physician requested to have technical service (ts) review device disk analysis. Ts provided recommendations to replace the device in the near future. The device remains implanted. No adverse patient effects were reported. New information was received advising that the pacemaker device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. Several attempts to locate this device have been unsuccessful. Evidence at this time suggests that the explanted device is located at the facility. If pertinent information is provided in the future, a supplemental report will be submitted.